Event description:
Manufacturer's representative reported implanted catheter explanted, replaced, and returned to manufacture for analysis due to patient return of pain symptoms, and inability to aspirate the catheter while troubleshooting during a routine drug refill. This is the second catheter replacement since system implant in 2003. Specific details including additional troubleshooting, symptoms, drug information, and final patient outcome post revision were not reported. Additional information has been requested from the hcp, and a follow up report will be sent when new information is received, and when the device analysis is complete.

Manufacturer narrative:
.